Event description:
This report summarizes <noe> 2 </noe> malfunction events. A review of the events indicated that two (2) patient sample tests using the echo lumena automated blood bank system produced an abo/rh mistype and an unexpected result for antibody screening. The first malfunction showed an abo mistype by producing an rh positive result whereby later tube testing showed an rh negative result which was verified by subsequent patient sample testing using the anti-d series 4 and 5 reagents. A second malfunction occurred by producing an unexpected false negative for anti-lua using the capture r ready screen 3 reagent. Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes were determined for the malfunctions.